Event description:
Patient was transferred from another hospital with a monitoring line labeled ¿iap¿. The following evening, that same ¿iap¿ line (thought to be an intra-aortic monitoring line) was inadvertently connected to a PICC line for the purpose of monitoring central venous pressure (cvp). The event was identified, and the intensivist was notified. The PICC line was discontinued and insertion of a new PICC line is pending. The PICC tip will be sent to the laboratory for culture and sensitivity testing. The patient was stable.

Event description:
Patient was transferred from another hospital with a monitoring line labeled ¿iap¿. The following evening, that same ¿iap¿ line (thought to be an intra-aortic monitoring line) was inadvertently connected to a PICC line for the purpose of monitoring central venous pressure (cvp). The event was identified, and the intensivist was notified. The PICC line was discontinued and insertion of a new PICC line is pending. The PICC tip will be sent to the laboratory for culture and sensitivity testing. The patient was stable.

Event description:
Patient was transferred from another hospital with a monitoring line labeled "iap." The following evening, that same "iap" line (thought to be an intra-aortic monitoring line) was inadvertently connected to a PICC line for the purpose of monitoring central venous pressure (cvp). The event was identified, and the intensivist was notified. The PICC line was discontinued and insertion of a new PICC line is pending. The PICC tip will be sent to the laboratory for culture and sensitivity testing. The patient was stable.